Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Because of suspected infection on the patient knee on examination by arthroscope, pe cap broken in the intercondylar part of the femoral component was found.

Manufacturer narrative:
The primary tka was operated on (B)(6) 2009. Because of suspected infection on the patient knee on examination by arthroscope, pe cap broken in the intercondylar part of the femoral component was found. Examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.